Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the event which occurred in geisinger medical center in (B)(6). Following information gathered, the patient tried to get out of the citadel plus bed, when the safety side rail was locked in upper position. Force applied to the safety side rail caused this plastic component detached and the patient fell out of the bed. There was no injury reported. During this event the patient was unattended and the bed was in the lowest practical position with backrest raised to 30 degrees. There was no injury reported. The citadel plus bed is a bariatric bed dedicated to the patient¿s weighing up to 454 kg (1000 ib). The patient putting all of his weight on the safety side may cause it¿s physical damage, although the safety sides itself are not intended to be used as a support lever. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: ¿side rails are not intended to restrain patients who make a deliberate attempt to exit the bed¿. ¿caregivers should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (...) ¿ summarizing, upon the conducted investigation and bed inspection done by the arjo representative, it was determined that the patient¿s fall occurred when the patient tried to get out of the bed unattended with the safety side rails engaged. This caused the safety side detached under the force exerted by the patient. From that perspective, the citadel plus bed did not meet the manufacturer¿s specification. Although there was no injury sustained the complaint was decided to be reportable due to the allegation of patient¿s fall.

Event description:
On (B)(6) 2019 arjo was informed about the event which occurred in geisinger medical center in (B)(6). Following information gathered, the patient tried to get out of the citadel plus bed, when the safety side rail was locked in upper position. Force applied to the safety side rail caused this plastic component detached and the patient fell out of the bed. There was no injury reported. During this event the patient was unattended and the bed was in the lowest practical position with backrest raised to 30 degrees. There was no injury reported.